Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and charge/battery lasts less than expected, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had low battery anomaly. No harm requiring medical intervention was reported. The device will not be returned for analysis.